Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His blood glucose at time of call was over 500 mg/dl. Troubleshooting found that the customer's drive support cap was normal. Customer indicated that there was a leak at the quick release and declined further troubleshooting as believes that this is the main thing causing the blood glucose high. Customer was advised to monitor closely the pump and go the emergency room if blood glucose continues to go up and to also call back if any other pump issues arise.